Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced headaches and did not feel good. Customer was advised to properly perform set changes and follow up with their healthcare provider to keep their blood glucose levels under control.